Event description:
A report was received that the patient was having problems with swelling. The patient has a lump where the leads are and the physician is uncertain as to what the lump is. The physician gave the patient lidocaine patches to place over the incision site that is sore. The patient is reportedly doing well.

Manufacturer narrative:
This is final report.